Manufacturer narrative:
Zimmer biomet (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: two 12mm long 3.5mm diameter lateral mass screws, one on each side at c5. Medical product: two 25mm long 24.5mm diameter pedicle screws, one on each side at c7. Medical product: 50mm long pre-bent lordotic rod, on each side between the pedicle screws. Medical product: nanobone synthetic graft. Therapy date: (B)(6) 2020. Medical product: zimmer biomet 63b, 72r, and lt-4500 electrodes. Therapy date: unknown. Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The device has not been returned.

Event description:
It was reported that the patient was experiencing headaches from using the spinalpak stimulator. The patient stated that the electrodes were placed on the nerve and within thirty minutes the headache began. The patient stated that the pain was on the left side of the head. The patient stated that the headache went away within three hours. The patient advised the doctor and was told to discontinue use. The patient continued treating but described the pain as excruciating. No additional patient consequences have been reported.

Manufacturer narrative:
This follow up report is being submitted to relay additional and corrected information. The device was returned to zimmer biomet for evaluation. Evaluation of the returned product indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported event. No failure and/or fault condition was found or confirmed. The device history record was reviewed and no discrepancies related to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: h3: device evaluated by manufacturer updated to yes. H6: method code updated to 10: testing of actual/suspected device. H6: method code updated to 3331: analysis of production records . H6: results code updated to 213: no device problem found. H6: conclusions code updated to 4315: cause not established. The following sections were corrected: h6: device code updated to 1494: off-label use. H6: device code updated to 2993: adverse event without identified device or use problem.

Event description:
It was reported that the patient was experiencing headaches from using the spinalpak stimulator. The patient stated that the electrodes were placed on the nerve and within thirty minutes the headache began. The patient stated that the pain was on the left side of the head. The patient stated that the headache went away within three hours. The patient advised the doctor and was told to discontinue use. The patient continued treating but described the pain as excruciating. It was reported that no further information is available.